Manufacturer narrative:
Items returned for investigation: scepter c balloon microcatheter. Scepter c was returned deflated. The hub was intact but was occluded with residual contrast fluid. Attempts to inflate the balloon via the inflation port failed due to the hub occlusion. The hub was bypassed and all subsequent attempts to inflate the balloon also failed. Further inspection found the distal inflation lumen to be occluded with contrast. The investigation of the returned balloon catheter found the hub occluded with material consistent with dried contrast from the device preparation. After the hub was bypasses, the balloon was attempted to be inflated; however, the balloon was unable to be inflated. Further inspection of the device found the distal inflation lumen also occluded with dried contrast, which prevented the balloon from inflating. Due to the inflation lumen occlusion, this investigation could not inflate the balloon to determine if damage such as pinhole leaks were present. No tears or any other visible breaches in the balloon were observed.

Event description:
As reported: patient treated for a left sylvian aneurysm. During the performance of angioplasty, at the first swelling, on two occasions, a rupture of the balloon occurs. The lining of the balloons appears to be streaked, which led to a crack when they were inflated. When the first balloon ruptured, it was a sudden loss of pressure. No consequences for the patient. This report is for the first balloon rupture of the procedure.

Event description:
As reported: patient treated for a left sylvian aneurysm. During the performance of angioplasty, at the first swelling, on two occasions, a rupture of the balloon occurs. The lining of the balloons appears to be streaked, which led to a crack when they were inflated. When the first balloon ruptured, it was a sudden loss of pressure. No consequences for the patient. This report is for the first balloon rupture of the procedure.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.